Event description:
(B)(4). Constant stabbing pelvic pain, serious bloating and lower abdominal pain, lower back pain, migraines, nausea, weight gain, depression. Was recently told essure contains nickel, not sure if it's true, but I'm allergic to nickel and was never told about this aspect. I have been absolutely miserable since I had the procedure done in (B)(6) 2014. Following up with an obgyn to hopefully get these awful devices removed.